Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages, arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed a hi-pot test. The cause for the failure and alarms was isolated to a damaged pulse wire in the distribution node (dn). The pulse wire insulation was cut causing a short from the pulse wire to the dn pca. The root cause for the damaged wire insulation was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was producing frequent check belt messages and arrhythmia alarms.